Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh device may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013:the patient underwent surgery for repair of an incarcerated incisional hernia. A bard/davol flat sheet, was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the defected mesh, which included the dissection of her small bowel. The patient was injured severely and permanently. The patient has suffered and will continue to suffer physical pain and mental anguish. On (B)(6) 2017: the patient's attorney alleges that the patient was first informed that the presence of the kugel patch in her body could be the cause of her injuries. The patient has suffered and continues to suffer from chronic pain, as well as psychological stress and depression. The patient has undergone and will likely require in the further other forms of care and medical treatment.